Event description:
On 08/27/2025, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump had a pressure alarm and grinding sound. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The inflow motor is noisy at 89db's and under performs at 1300 ml's per minute. Physical damage was found to the bezel, top and bottom covers. Damage was found to both door covers and there were 4 missing bumpers and missing molex cap. Serial label requires update; software label requires update from v1.10. Rev. 33 to v1.10 rev 38. See vendor evaluation